Event description:
Customer reportedly received results of hi (greater than 600 mg/dl) and 228 mg/dl within 10 mins on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.